Manufacturer narrative:
The device has been disposed by the customer. (B)(4)

Manufacturer narrative:
On september 17, received information stating that the adverse event outcome was resolved without sequelae. The outcome date issued on (B)(6) 2014 (B)(4).

Manufacturer narrative:
During an internal review of this complaint on october 14, 2016, the following corrections were found: "other relevant history" was reported as near syncopal episode and ischemic cardiomyopathy. However, the correct information should be near syncopal episode and sinus bradycardia, both of which have resolved. Patient is presently being treated for hyperlipidemia. Screening ECG revealed sinus rhythm with probable left atrial abnormalities, right axis deviation, and borderline t wave abnormalities. "Age at time of event" was reported as na. However, the correct information should be (B)(6). (B)(4).

Manufacturer narrative:
New information was received on 09/05/2015 indicating that this patient experienced post procedural volume overload which was treated medication. The principal investigator assessed this event as not device related and definitely procedure related.

Manufacturer narrative:
On march 31st, received additional information stating that the adverse event occurred is possibly device related. (B)(4).

Event description:
The patient had a pericardial effusion without tamponade days after the procedure. The causality was possibly procedure related. The event was not life threatening. There was no medical intervention or permanent impairment. This event was part of a clinical study. On (B)(4), received additional information requested from bwi representative stating that the procedure performed was an atrial fibrillation.